Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 communication error was a corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a communication error. The issue occurred during inspection for use. There were no reports of patient involvement.